Manufacturer narrative:
Corrected/additional address information for (B)(4).

Manufacturer narrative:
Please note: the correct manufacturing site number for the device being reported on is 2953161. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak, aneurysm enlargement, cardiac (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension), surgical conversion, death.

Event description:
On (B)(6) 2016, the patient underwent open conversion and all endografts were explanted and an aorto-bi-femoral bypass was performed. The explanted devices were discarded at the site. Intraoperatively, the endoleak was confirmed to be a proximal type I endoleak and not a type iii endoleak. The patient tolerated the procedure. On (B)(6) 2016, the patient abruptly developed severe hypotension and a brief episode of cardiac arrest which was resolved by cardio pulmonary resuscitation (CPR). Follow up cta was not possible due to the patient's profound hypotension and the patient was taken directly to the operating room wherein the abdomen was re-opened to reveal a recent hematoma in the upper part of the peritoneum. No active bleeding was detected from any source, and the retroperitoneum was found to be intact. The patient experienced a new episode of cardiac arrest and expired intraoperatively from hemorrhagic shock. An autopsy was performed which determined the presence of a retropancreatic abscess and no technical problems associated with the aortobifemoral graft.

Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak and aneurysm enlargement. Additionally, the IFU states under patient selection and treatment: gore recommends that the gore® excluder® endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 ¿ 21% oversizing). The intended aortic inner treatment diameter for the devices associated with the type iii endoleak was 24mm - 26mm.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment of an abdominal aortic aneurysm measuring 47.6mm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure with no reported endoleaks. On (B)(6) 2016, the patient underwent re-intervention for the endoleak and balloon angioplasty of multiple areas of the endografts was performed. Angioplasty significantly reduced the endoleak but did not resolve it. The physician reports the persistent endoleak is causing a slight by rapid expansion of the aneurysm sac and plans an open conversion for the patient. The aneurysm diameter was reported to measure approximately 47mm (ap) x 42mm (ll). The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).